Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: email received: "we received a report that on (B)(6) 2026, an rn on the fourth floor at tradition hospital completed IV insertion with catalog 4242004-02, lot#25m02g8b05. The safety had malfunctioned and was not fully engaged/not covering needle resulting in a needle stick injury while cleaning up their workspace. To my knowledge, the sample was not saved." Needlestick injury with is2. Patient injury no.